Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had increased power consumption on (B)(6) 2018, with hematuria. Concern of possible thrombosis. Patient was hospitalized and underwent a device exchange on (B)(6) 2018. Thrombus was visible in the inflow cannula on explanted pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had elevated lactate dehydrogenase (ldh) and had symptoms of shortness of breath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Hvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump (B)(4) in relation to the reported event. The reported event of "increase in power" could not be confirmed via log file analysis. Review of log files revealed that no alarms have been logged in the last 14 days of available data. Furthermore, log files revealed power consumption to be below normal operating range in the 14 days leading up to the event date. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of low flows can be attributed to multiple factors, including but not limited to thrombus at the inflow cannula, poor vad filling, constriction of the outflow graft. Based on review of risk documentation, high power events can be attributed to multiple factors such as thrombus formation/ingestion, high flows. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.